Event description:
It was reported that revision surgery was performed due to wear and elevated metal ions. At the time of revision, it was reported that bone grafting was performed to the patient's pelvis. The patient was reportedly implanted in 2005, and revised in (B)(6) 2011.